Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(4): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2026 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer called concerned with test results from results obtained of 284, 314, 383, 252 and 386 mg/dl. The customer stated her expected blood glucose test result is 140 mg/dl or under am fasting and 2-hours post meal pm. The customer reported experiencing chest palpitations; medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/23/2027 and per the customer the open vial date is 1 month ago. The meter memory was reviewed for previous test result history: result 1: 284 mg/dl date: (B)(6) 2026 time: 8:52am non-fasting am result 2: 314 mg/dl date: (B)(6) 2026 time: 7:29am non-fasting am result 3: 383 mg/dl date: (B)(6) 2026 time: 6:42am fasting am result 4: 252mg/dl date: (B)(6) 2026 time: 3:28am fasting am result 5: 386 mg/dl date: (B)(6) 2026 time: 4:22pm fasting pm.